Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to mexico two weeks ago and got sick and was coughing a lot so they got an injection at the clinic. The patient said that they didn't remember that they had the device on their right side and the clinician felt like they hit something when they put the injection in. The patient stated that since some days ago they had been having a lot of pain in their buttock and they didn't know if the stimulation was set too high. The patient was assisted with connecting to the device and they were instructed how to lower stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.